Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a laparoscopic hysterectomy while using the thunderbeat surgical instrument a plastic fragment was observed. Upon inspection they were unable to identify any visible damage to the instrument, therefore, the origin of the fragment could not be identified. The procedure was completed with the same device. There was no delay as a result of this event, there was no patient injury or medical intervention associated with this event.